Event description:
It was reported that the insulin pump had a protruding drive support cap. The customer stated that the cap was pushed back in while connected to the insulin pump. Customer's blood glucose reading is 106 mg/dl. Customer stated that he has been experiencing low blood glucose, now he has an explanation, due to the pushed in drive support cap. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded/loose dive support disk.